Manufacturer narrative:
(B)(4).

Event description:
The reported indicated that the surgeon implanted a micl13.2,-16.0 diopter, implantable collamer lens in the patient's left eye (os). On (B)(6) 2017, the lens was explanted due to excessive vault, narrowing of the angle and shallowing of anterior chamber depth (acd). The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Date of event: it is corrected to "(B)(6) 2017" from "(B)(6) 2017". Implanted date: it is corrected from "unk" to "(B)(6) 2017". Date received by manufacturer is corrected to "30-nov-2017" from "17-nov-2017" in the initial MDR. (B)(4)